Event description:
A medtronic representative reported an issue that took place during a spine case. During the case, the surgeon was navigating the navlock awl on the pedicle of l3 and her reported that it suddenly "jumped" to the pedicle of l1. He explained that no one was near the reference frame that could have bumped it and that he was not impacting the instrument but resting it on the anatomy. The surgeon discontinued navigation and continued the case successfully with no impact to the pt's outcome.

Manufacturer narrative:
The system was evaluated at the site and the reported incident was not able to be duplicated by medtronic personnel. The system was fully functional and there were numerous cases since without issue.